Event description:
Event description guidant received information that during the implant procedure, after both of these leads were placed, the patient expired. No allegation has been received against these leads.